Manufacturer narrative:
Concomitant medical product: product ID: 3389s-40 lead; implanted: (B)(6) 2019, product ID: 3389s-40 lead; implanted: (B)(6) 2019; product ID: 3708660 extension, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest pain and lightheadedness. It was also reported that the leadless implantable puls e generator (ipg) exhibited atrial undersensing. The ipg remains in use. No further patient complications have been reported as a result of this event.